Event description:
It was reported by service report that the caster on the foot left end of the bed was broken at the caster stem and it was reported the bed's braking function was affected. The customer could not determine whether the was pt involvement, however, no adverse consequences are reported.